Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and battery tube threads and with minor scratched display window.

Event description:
The customer reported via phone call that her insulin pump screen was scratched. Customer stated that it is getting really hard to see the screen. Customer's blood glucose was 206 mg/dl. Customer was advised to disconnect from the pump. Customer stated that the damage occurred from wear and tear. Customer recalls the pump dropping. Customer stated that the pump functions okay but it is very hard for her to see the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.